Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024, the infusion set pump detect the occlusion alarm occur blockage likely is at the site. No further information available.